Manufacturer narrative:
This event was also reported against the centrimag console in MFR. Report #2916596-2020-00492. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on venous-venous extracorporeal membrane oxygenation (ECMO) while awaiting a lung transplant. The patient had been on centrimag for about 5 days prior to the event occurring. On the evening of (B)(6) 2019, the patient was being prepared to go to the operating room for the lung transplant when the flow on the centrimag console showed '- - - -' . No alerts or alarms were displayed. A new console and flow probe was added to see if a flow would be displayed, but kept the original motor in place connected to the original console. The addition of the second console and flow probe was just to read flow. The flow remained steady and the backup console and flow probe read the flow while the original console still read the rpms. During this troubleshooting the original console displayed dashes while the new console and flow probe displayed a flow. During the lung transplant, the motor was switched over to the backup console and removed the original console and flow probe. So now the patient had the backup console, flow probe and the same original motor. After the case, the original console and flow probe was used on the patient¿s line and it read flow again, so it seemed like it was working fine. No further information was provided.

Manufacturer narrative:
Device evaluation: the reported event of the console showing blank flow was not confirmed. The centrimag motor was returned for analysis. The motor underwent resistance and insulation testing and passed. The motor was connected to a centrimag mock loop and the motor ran without issues. The motor was forwarded to the service depot. The motor was evaluated and tested. The reported event was unable to be verified or duplicated. The motor was tested with the returned and associated console and a test flow probe. The motor was checked at every specified pump rpm and flow speeds and no issues were found. The motor returned as intended. A full functional checkout was performed, and the unit passed all tests. The root cause for the reported event was not conclusively determined through this analysis. He 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 10) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 10) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer was the 2nd generation centrimag system operating manual (doc. #pl-0280, rev. 09) has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 10) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events